Event description:
It was reported that a laser vision correction patient had surgery and presented with epithelial defect on both (ou) eyes while surgeon was lifting flap. Both (ou) flaps were lifted and treated with excimer and a bandage contact lens (bcl) was placed on both (ou) eyes. Surgeon stated that the patient may have had loose epithelium due to multiple medications. On (B)(6) 2022, patient came in for a follow up visit post treatment and had intraop epithelial sliding, both (ou) eyes. There was a loss of best corrected visual acuity (bcva). Preop best corrected visual acuity (bcva) 20/20 both eyes from (B)(6) 2022, one day post-op (patient was a -9.00d myope), right eye 20/30 without correction pinhole 20/25 (with bandage lens in place), left eye 20/50 without correction pinhole 20/25 (with bandage lens in place). On (B)(6) 2022: right (od) eye (bcva) best correct visual acuity dist cc 20/20, left (os) eye (bcva) best correct visual acuity dist cc 20/20. Today: visual acuity (snellen-linear), right (od) left (os), dist sc 20/30 -2 scl slow +2 20/50 +2, dis tph sc 20/25 +2 20/24 slow -2. Post-op measurements from (B)(6) 2022 patient that had intraop epithelial sliding, both (ou) eyes. His uncorrected vision today was r 20/30-2+2, l 20/40-2, wave adjusted mr, r +0.00+1.50x009 20/20-1 struggle, l -2.25+1.00x129 20/30-2 slow.

Manufacturer narrative:
Date of event is unknown. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.